Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and within a day to a week, the cuff developed a leak and would not seal requiring a tube change.